Event description:
Caller reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin.